Event description:
This event involved a patient who experience foreign material in the driveline connector approximately eight days after implantation. The patient was in the hospital recovering from implant. While being turned in the bed, the rvad patient pack fell off of the bed onto the floor and the driveline cable became disconnected. The patient remained hemodynamically stable during this time. After reconnection, it was noted that the rvad driveline connection became detached easily from the controller. Therefore, the site opted to perform a controller exchange. During the driveline cleaning procedure the heartware field clinical engineer found debris on the connector sleeve. The problem resolved without any reported patient injury. Investigation is ongoing.

Manufacturer narrative:
Hvad pump was not returned to heartware for analysis as it remains implanted in the patient. Review of the manufacturing documentation indicated that the hvad (B)(4) pump met all internal manufacturing requirements. The reported connector issue was confirmed by heartware clinical engineers who performed a cleaning and servicing of the driveline connector locking sleeve and completed a service report form. A internal CAPA has been open to address the issue. No additional information will be forthcoming.

Manufacturer narrative:
Device evaluated in the field by heartware clinical engineering personnel. The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. (B)(4).